Event description:
On an unk date, the pt underwent a debranching bypass of the superior mesenteric artery and the celiac artery to prepare for the (B) (6) 2010 procedure. On (B) (6) 2010, the pt was implanted with three gore tag thoracic endoprostheses to repair a 6cm perivisceral abdominal aortic aneurysm; 2cm above the celiac artery. On (B) (6) 2010, the pt underwent a f/u computed tomography which revealed infolding of the proximal end of the proximal device. There was no endoleak. On (B) (6) 2010, a reintervention was performed where the physician ballooned the tag device; however, he was not satisfied with the result and opted to implant a palmaz stent. While trying to position the stent, it migrated proximally. The physician spent an hour trying to snare the device and position it distally. The device was eventually deployed in the thoracic aorta near the arch, never coming in contact with the gore tag thoracic endoprosthesis. The pt coded during this procedure; however, was stabilized. During the initial procedure, the attending physician inadvertently moved the distal device proximally, in turn making this device the most proximal. This device was the incorrect size for the aorta. The physician felt that calcium could have caught on the device and bent down the lip.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, use of the gore tag thoracic endoprosthesis outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g., device infolding). (B) (4).